Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking sensation after using a bone growth stimulator (post spinal fusion). She had no lasting problems from the event aside from her increased awareness of other procedures impact on the neurostimulator (such as an emg).